Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole. Investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon ruptured and catheter of the device had no damages. Microscopic inspection found ruptured located approximately at 41 mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was not confirmed. Balloon raptured problem found could have been interpreted by the customer as the reported event of balloon pinhole. The balloon was found ruptured, this failure is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon causing the problem of balloon ruptured. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilation procedure performed on (B)(6) 2023. During the procedure, after the balloon was inflated, the customer noticed that liquid was leaking from the middle part of the balloon. The customer reported the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal stenosis dilation procedure performed on (B)(6)2023. During the procedure, after the balloon was inflated, the customer noticed that liquid was leaking from the middle part of the balloon. The customer reported the balloon had a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.